Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735546, serial/lot #: unknown, internal analysis was done. It was determined that the cable from the axiem box to the system mainframe was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, before a procedure, the system would not recognize instruments when plugged into the system. There was no patient present when this issue was identified.